Manufacturer narrative:
Section g3: the initial report was submitted on 14jan2025 with a g3 date of dec 26, 2024. The correct g3 for the initial report should have been dec 25, 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: model and catalog number corrected. Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's blood cultures were positive for a bacterial infection. The causal relationship was considered low but could not be denied because of a wound in the mass groin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.